Event description:
It was reported that crystalens (at-52ao) intraocular lens was implanted and removed due to capsule damage. The ci-28b injector was used for the original implant. The lens was then replaced with a sulcus lens (li61aor) with no problem. Please reference MDR#: 2031924-2012-00004 for delivery device.

Manufacturer narrative:
The lens has been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.